Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
During removal of foley probe number 8 (2-way) from the patient the balloon was not deflated with failure to remove the indwelling vesical tube. It was necessary to urgently assess the urology which used a spinocan 25 needle to puncture and pierce the inflated part of the balloon and remove the tube from the patient generating anxiety disorders and additional stress for the patient family and staff.

Manufacturer narrative:
Qn#(B)(4). The device catalogue number was not provided therefore a DHR review could not be conducted. There was no actual or representative complaint sample returned for evaluation, thus no physical assessment was conducted for this complaint. Balloon could not be deflated may occurred due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
During removal of foley probe number 8 (2-way) from the patient the balloon was not deflated with failure to remove the indwelling vesical tube. It was necessary to urgently assess the urology which used a spinocan 25 needle to puncture and pierce the inflated part of the balloon and remove the tube from the patient generating anxiety disorders and additional stress for the patient family and staff.